Manufacturer narrative:
The results of the software analysis are inconclusive since system logs are not available to investigate due to their retention timeframe, and the product was not returned. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2023-13816. It was reported that the patient presented for a ventricular tachycardia (vt) ablation. During the procedure the programmer session was being used as a pacing system analyzer (psa) and therapy was disabled on the implantable cardioverter defibrillator (ICD). When the staff attempted to change from the psa to programming mode, radio frequency (rf) telemetry had timed out and the connection was established via inductive telemetry and ICD pacing was successfully programmed to pace only, however high voltage therapy remained disabled. The patient went into ventricular fibrillation (vf) and the physician attempted to select programmer command shock, but the screen froze and would not recover. The programmer had to be restarted while the patient was unstable in vf and new programmer session was initialized. Once restarted a programmer command shock was successfully delivered by the ICD. The patient was stable.